Manufacturer narrative:
(B)(4). Received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to connection issue. This complaint could not be confirmed in the lab. The reported issue was not duplicated under lab conditions with the returned sample. The root cause of the complaint cannot be determined. During visual inspection no abnormalities were noted. The returned sample did not show any connection problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the MDR as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
This report is for connection issue. The patient adapter(connector) could not be connected to the titanium adapter tightly. There was no patient injury or medical intervention. The actual sample is available for evaluation.